Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified, the weight the device within specification, wear abrasion, yellow particles on the shell, yellow encapsulation, fold creases, and deformation. After autoclave cycle was observed: cloudy color in the gel. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. Further investigation summary: with the information collected during the investigation, there is enough evidence to support that device serial number (B)(6) was manufactured under controlled conditions in accordance with allergan procedures. Seal strength results were acceptable. Environmental monitoring results were found to be acceptable, and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. Three additional complaints were noted for devices sterilized under sterilization run 116843. However, it is unlikely that the events related to the reported infection are associated to the sterilization methods utilized. The terminal sterilization cycle used by allergan was developed and validated to achieve a high level of sterility assurance. The sterilization cycle has been validated to assure that the chance of a non-sterile device is less than one in a million. During the trend review of all infection complaints for the period of (B)(6) 2019 through (B)(6) 2021, no adverse trend was noted. Given the fact that the cause of the infection cannot be specifically associated to manufacturing process, and there is not an adverse trend for this type of event no corrective action is deemed necessary at this time.

Event description:
Patient reported a right side infection. Healthcare professional later reported exchange from textured to smooth due to concern with the product. The device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 10/26/2010. The event of "infection" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection and exchange from textured to smooth due to concern with the product.

Event description:
Patient reported a right side infection. Healthcare professional later reported exchange from textured to smooth due to concern with the product. The device has been explanted.